Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead appeared damaged at implant.

Event description:
It was reported that at implant, the right ventricular lead distal portion appeared to be distorted. It was noted that the helix appeared to be partially missing and bent. The lead was removed and replaced. No patient complications were reported as a result of this event.